Event description:
Reporting status: malfunction. Reporting rationale: stent dislodgement has caused or contributed to pt injury previously. Device issue: stent dislodgement. It was reported that during preparation of the rx vision stent delivery system (sds), the stent was found to have dislodged from the sds. The stent was found inside the packaging material. Reportedly, there was no pt involvement. No add'l event or pt info is available.

Manufacturer narrative:
Results - product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion. Evaluation summary: quality assurance analysis revealed that the stent delivery system (sds) was returned without blood and contrast visible. The stent implant was returned loose on the balloon. There was no damage noted to the stent implant. The balloon was tightly folded. There were crimp marks visible on the balloon between the markers. There were two kinks in the hypotube 29 cm and 69 cm distal to the strain relief tubing. There was no other damage noted to the sds. The orange protective sheath was returned. A laser micrometer was used to measure the stent implant outer diameters, and they did not meet manufacturing criteria. The proximal and distal measurements were oversized. The inner diameter of the orange protective sheath was measured and met manufacturing criteria. Product performance engineering has not completed their investigation at this time. Results and conclusions will be forwarded upon completion.